Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 9106896. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the returned sample was reviewed. After comparison with retained samples our engineers were unable to identify any discoloration in the returned device. Unfortunately without the ability to confirm the reported failure mode our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that 600 bd intima-ii¿ closed IV catheter systems' prns were found discolored. The following information was provided by the initial reporter, translated from (B)(6) to english: "the prn was discolored with different levels, the number of defective products were 600". "Hospital warehouse environment does not see direct sunlight, underground warehouse storage in the dark, temperature and humidity is constant, products around the strong oxidation products do not see, the warehouse does not see long-term direct sunlight fluorescent lamp".